Event description:
It is reported that the pt was revised for aseptic loosening.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports. X-rays and/or product or further info. The part numbers and lot numbers are unk; therefore, the device history records could not be revised.